Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
It was reported a user experienced a hypoglycemic event. The event occurred on (B)(6) 2026 at approximately 7:29 pm pt, when the sensor glucose (sg) reading was 141 mg/dl. Although the user stated that a fingerstick blood glucose test was performed, they could not recall the bg value, and no bg data was available in dms. Dms review confirmed that the sensor glucose value did not go below the user-configured low alert threshold; therefore, no low glucose alert was generated. The user did not seek medical treatment and successfully managed the event independently by drinking juice and administering a glucose injection. The user's healthcare provider was aware of the event. Dms further confirmed that the user is currently receiving up-to-date information from the system.